Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The stored electrograms (egms) showed occasional undersensed r waves. The rv sensing is programmed to fixed at 2mv (millivolts). Battery longevity is normal and other lead measurements are stable. The last in-clinic check was (B)(6) 2023. At this time, the device remains in-service. No adverse patient effects were reported.